Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the therapy had been working well to control target urinary urgency until two days prior to the report. Patient was using depends frequently and had experienced a return of target symptoms. It was reported there were no falls, traumas, or programming changes. Caller reported the patient was set at 4.7v. No troubleshooting was performed at the time due to caller not being with the patient. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. A family/friend called to report the implant was not treating the patient¿s symptoms as well as it was before. They stated it was better than it was before implant, but not as effective as it should be. The caller wanted to know if they could increase. The patient was set at 4.7v, however the caller was not with the patient so no troubleshooting could be done on the call. A guide on how to make adjustments was sent to the patient and it was reviewed with the caller not to increase too high. There were no further complications reported/anticipated.